Event description:
Complaint states implanted in 1991. X-rays taken in 1997 and 1998 showed polyethylene wear. Pt revised in 1999. The pt believes the material failed and is represented by an attorney. The part number is not provided for the poly and no add'l info will be available due to the legal representation.